Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: internal testing using reference method (bmd) gave a resistant result (sxt mic = 16/304 mg/l r). Vitek® 2 ast-n331 cards (cl 771383810 + rl 771389710) gave a sxt mic greater than or equal to 320 (16/304) mg/l r. These results are in essential agreement with no category error comparing to the reference method. Ast-n331 cards performed as intended and no further action is required.

Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek® 2 ast-n331 (reference 418675). The customer reported testing stenotrophomonas maltophilia suspension isolated from a patient sample for antibiotic susceptibility test using vitek® 2 ast-n331 in conjunction with their vitek 2 system and that they had obtained a minimal inhibitory concentration (mic) value of 160 mg/l for trimethoprim/sulfamethoxazole indicating the organism being resistant to this antimicrobial agent. The customer reported that the strain was sent to a different laboratory for further testing. The customer mentioned that antibiotic susceptibility test was performed using an alternative method (etest) and that the microorganism was categorized as susceptibile with a mic of 0.19 mg/l. As a consequence the customer retested the same sample for the same test using the same reagent and system and had obtained the same discrepant resistant result. The customer reported that there was a delay greater than 24 hours in reporting the result to the physician due to complementary tests performed. There was an impact on patient treatment due to the delay. An internal biomérieux investigation will be initiated.